Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringe the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: once the tourniquet has been placed and the vein to be punctured has been selected, with the corresponding asepsis, remove the needle cap and insert the needle into the patient's arm and when he pulls the plunger, the needle detaches from the color coded pavilion , leaving the needle loose in the patient's arm.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 27-feb-2023. H.6. Investigation summary: one sample and photos received by our quality team for investigation. Upon visual evaluation of images, a box with material number 302542 and batch 2018662 is displayed, also, 3ml syringe inside its primary packaging (blister) on the plastic film side in which the cannula assembled to the hub is observed. Upon evaluation of the sample, the cannula is attached, no damage is observed. Epoxy is also observed between the cannula and hub, cannula-hub tension test is performed, results are within specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, when performing the test, it was observed that the cannula did contain epoxy, however, it was not enough since the cannula could be manually detached from the hub. Therefore, the possible root cause is associated with accumulation of epoxy at the outlet of the dosing valve. Change of the epoxy dosing valve of the production line will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ luer-lok¿ syringe the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: once the tourniquet has been placed and the vein to be punctured has been selected, with the corresponding asepsis, remove the needle cap and insert the needle into the patient's arm and when he pulls the plunger, the needle detaches from the color coded pavilion , leaving the needle loose in the patient's arm.